Event description:
It was reported that a large volume interlink underinfused. The infusion was expected to have duration of 2.5 hours. After 4 hours the patient returned with only 67% of the 250 ml of pamidronate having infused. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, two unused devices of the same lot were received. Visual inspection was performed and found no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed, and the flow rate of each unit was found to be within the specification range of the product. The reported condition was unable to be replicated with either of the unused devices. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.